Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that during a surgical procedure, it was confirmed that there was a crack in the inflatable penile prosthesis (ipp) right cylinder connecting tube, the right cylinder and a pump were replaced according to the doctor diagnosis. There were no patient complications.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder did not present any damage or abnormalities. The device was tested too. Both cylinders successfully passed leakage test. The pump was also tested, identifying under a microscope observation that the pump was contaminated for bodily fluids; the pump tubing was also cut down to the pump block; however, the tubing did not return to analysis. The pump passed leakage test and to avoid damaging the test equipment, the pump was not functionally tested. The allegation of a hole/perforation was not confirmed. Based on review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that during a surgical procedure, it was confirmed that there was a crack in the inflatable penile prosthesis (ipp) right cylinder connecting tube, the right cylinder and a pump were replaced according to the doctor diagnosis. There were no patient complications.